Event description:
Upon removal of the specimen from the catheter, there appeared to be a malfunction. A thin line of plastic became separated or sliced from the 180 catheter and came out along with the specimen (approx 53 cm).